Event description:
I took a frer (first response early detection) pregnancy test with first morning urine on (B)(6) 2025 (mid-stream) and (B)(6) 2025 (dipped into cup). Both showed a pink line in the test window. I took a wondfo test on (B)(6) (dipped into cup, first morning urine) and it was negative. I took a clear blue digital 6 days sooner on (B)(6) (dipped into cup, first morning urine) and it was negative. I got bloodwork done on (B)(6) 2025, and I am not pregnant. Date of unprotected sex was (B)(6) 2025.